Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/correction: the initial report was filed as complete. The allegation of ventilator inoperable alarm regarding a trilogy evo is currently under investigation. Therefore, this report was re-opened as a follow up for new information once it becomes available. In addition, the device failed a data wipe at a service center- the technician states: as a standard part of our repair process, any patient related data is wiped from the device before it is forwarded to our service center partner outside of the us. Unfortunately, we are unable to complete the data wipe on the previously mentioned device(s), preventing us from forwarding it to the service center for repair. The customer request that the device be returned unrepaired so that they can facilitate the investigation/repairs with one of their factory authorized service centers (fascs). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Previously reported by the manufacturer: the initial report was filed as complete. The allegation of ventilator inoperable alarm regarding a trilogy evo is currently under investigation. Therefore, this report was re-opened as a follow up for new information once it becomes available. In addition, the device failed a data wipe at a service center- the technician states: as a standard part of our repair process, any patient related data is wiped from the device before it is forwarded to our service center partner outside of the us. Unfortunately, we are unable to complete the data wipe on the previously mentioned device(s), preventing us from forwarding it to the service center for repair. The customer request that the device be returned unrepaired so that they can facilitate the investigation/repairs with one of their factory authorized service centers (fascs). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information/correction: the customer requests unit be returned unrepaired. No repair was performed. The manufacturer is submitting a final report at this time. If any additional information is received, a supplemental report will be filed. Box h coding is updated.